Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was unable to exit from the fill tubing process. The customer had replaced the battery, but the issue persists. Customer also reported they were unable to exit from the preparing to prime loop. Troubleshooting found the customer did not receive a second series of beep and numbers did not appear on their screen. Customer's blood glucose was 149 mg/dl. The customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump was unable to prime during the prime test due to protruded and loose drive support disk. Insulin pump received with minor scratched display window, cracked reservoir tube lip, cracked pump belt clip slot and missing end cap sticker.